Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-04976. The pt received two leads with the same lot number, and two anchors with the same lot number. It was reported the pt had an x-ray and it was determined one of the leads had slipped through the anchor and had migrated out of the epidural space. The pt was scheduled for reprogramming.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.